Manufacturer narrative:
Result: faulty foot-end potentiometer.

Event description:
It was reported by service report that the foot-end would not go up or down. It is unk if there was any pt involvement or adverse consequences to report.